Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient (B)(6) underwent a revision surgery due to native glenoid wear. ¿ae # 1: unk-2021 (visit (B)(6) 2021) - native glenoid wear. "Patient notes increased progressive right shoulder pain in 2021. No mechanism of injury. CT results indicate progressive native glenoid wear and atrophic changes of the subscapularis and supraspinatus. His function is limited by his pain as well." Date of reoperation: (B)(6) 2021: "recommend right shoulder open deep hardware removal and revision to a reverse total shoulder arthroplasty to restore function and reduce pain."